Manufacturer narrative:
D10 concomitant products: egia45avm, egia45avm egia 45 artic vasc med sulu (lot#unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic duodenal switch, during ileoileum anastomosis, the reload had unexpected articulation during firing. The reload completed the firing without an issue. When the physician assistant handed the stapler, it was handed by the reload. After inspection, the weight of the powered stapler twisted the reload while attached to the adapter and misaligned. The misalignment caused the issue. The powered handle and adapter were tested with other reloads and had no issue. No patient injury.